Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device dislocation ("migration of essure device") in an adult female patient who had essure (ess205) (batch no. 626143) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding. On (B)(6)2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (plaintiff underwent surgery to remove the essure.). Essure (ess205) was removed in (B)(6)2014. At the time of the report, the pelvic pain, device dislocation, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device dislocation ("migration of essure device") in an adult female patient who had essure (ess205) (batch no. 626143) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding. On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (plantiff underwent surgery to remove the essure.) And surgery (plantiff underwent surgery to remove the essure.). Essure (ess205) was removed in october 2014. At the time of the report, the pelvic pain, device dislocation, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added. Plaintiff demographic information and relevant history added. Essure insertion date updated to 25-jan-2008, indication and lot number added. Events migration of essure device and dyspareunia (painful sexual intercourse) added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device dislocation ("migration of essure device") in a 43-year-old female patient who had essure (ess205) (batch no. 626143) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included uterine bleeding, abdominal pain, ovarian torsion, ovarian mass, lower abdominal pain and endometriosis. Previously administered products included for an unreported indication: mvi. Concurrent conditions included body mass index normal. Concomitant products included estradiol since 2014 and naproxen. On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and constipation ("constipation"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweats"), hot flush ("hot flashes") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: right ovarian mass- cyst"), 6 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and uterine cyst ("large cysts on my uterus"). The patient was treated with surgery (plaintiff underwent surgery to remove the essure. And salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral removal of ovaries),). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fatigue and weight increased had resolved and the device dislocation, abdominal pain lower, dyspareunia, mood swings, night sweats, hot flush, ovarian cyst, dysmenorrhoea, abdominal distension, constipation and uterine cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, constipation, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hot flush, mood swings, night sweats, ovarian cyst, pelvic pain, uterine cyst and weight increased to be related to essure (ess205). The reporter commented: if you have not had your essure removed, are you currently planning for essure removal?, no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Her demographic was added. Concomitant medication and condition added. Events : hormonal changes describe: mood swings, night sweats, hot flashes, reproductive system disorder or condition type of disorder or condition: right ovarian mass-cyst, dysmenorrhea (cramping), fatigue, weight gain, gastrointestinal or digestive system condition type: bloating, constipation, abdominal pain, she did not undergo an essure confirmation test were added large cysts on my uterus were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (plaintiff underwent surgery to remove the essure.). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.